Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had delivered a manual bolus of 5 units via the pump without checking the blood glucose (bg) level first. Bg lowered to 30 mg/dl. Customer acknowledge the use error and that the pump was operating as intended. Customer was admitted to the hospital and glucagon was administered. Low bg was resolved with no permanent damage. At the time of report customer was still in the hospital. Although multiple attempts were made by tandem technical support to obtain the discharged date, customer did not reply.